Event description:
Pt's blood pressure machine reads way high, which has caused them to go to the hospital emergency room 4 times. This machine has read as much as 31 points higher than the dr's machine on the diastolic side. The dr. Has a 2 week journal on the readings. This is the 2nd blood pressure machine by the name of "life source". They have both read too high.